Event description:
It was reported that insulin leaked from the reservoir, and there were cracks in the reservoir compartment near the threading and reservoir window. The blood glucose reading was 338 mg/dl. The customer stated that she smelled insulin "really bad." Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-38599.